Manufacturer narrative:
Zoll has not received the solex 7 catheter for investigation. A follow-up report will be submitted when the catheter is returned and investigation has been completed.

Event description:
After insertion of the solex catheter on a patient, user observed blood on the suk tubing, indicating a catheter balloon breach. No further information received. No consequences or impact to patient.